Manufacturer narrative:
Customer did not provide a lot number. No sample is returning. Unable to perform further investigation to determine root cause. Results should not be read after 10 minutes per product insert. If hcg levels are low or near cut off, a negative result could initially appear and test line would darken over time. This issue will be tracked and trended. No corrective action at this time.

Event description:
Caller alleged observing a false negative result using the consult diagnostics hcg urine cassette. Customer called to verify read time of the consult diagnostics hcg urine cassette rapid test because one pt resulted negative at 5 minutes, then noticed at 10 minutes test was positive. Customer stated the confirmation came back positive. Customer did not provide further info.